Event description:
The customer stated a falsely decreased cea result was generated on the architect i2000sr analyzer. A patient being followed-up on a monthly basis, had consistently generated cea results above 100 ug/l. On (B)(6) 2013, the oncology department reported a cea result of (B)(6). A subsequent sample from (B)(6) 2013 yielded a cea result of (B)(6). The sample aliquot and primary tube from (B)(6) 2013 were retested, both samples generating a cea result of (B)(6). The amended result was (B)(6). There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
No known impact or consequence to patient. Low test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.